Event description:
The event is reported as: customer alleges: "customer called to report that the tip off the insert fell off during a procedure. Nothing fell into the pt and there was no pt injury." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.